Event description:
Physician was performing a bilateral iliac angioplasty and stenting procedure. Lesion sites were pre-dilated. Two 9x40mm complete se stents were inserted, positioned and deployed. It has been reported that when the stents were deployed they jumped approximately 1-2cm from the desired positioning site. Two further complete se stents were successfully deployed to treat the lesions. Device evaluation: the catheter shaft was kinked immediately distal to the strain relief.

Manufacturer narrative:
(B)(4). Results: no root cause can be determined. Conclusion: no conclusion can be drawn.